Event description:
During a standard treatment with a dental electrical handpiece on tooth #27, 28 and 29 the handpiece got hot and burned the pts lower lip. The pt was prescribed kenalog orabase and vicodin. No further medical care was necessary.

Manufacturer narrative:
During a standard treatment with a dental electrical handpiece on tooth #27, 28 and 29 the handpiece got hot and burned the pts lower lip. The pt was prescribed kenalog orabase and vicodin. No further medical care was necessary. The analysis of the handpiece did show that it had a medium debris level and the bearings have been gritty and stiff. These findings show that the reprocessing, which includes the lubrication of rotating parts, was not done according the user instruction. It was also found that during a short test run the handpiece heated up quickly. Such a test run is required prior to each treatment by the user instruction and is hence mandatory to avoid injuries. Exemption number (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of (B)(4) (the importer).